Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009722, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009722 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac m14 on 18-oct-2024, with a total of (B)(4) units. The sub-assembly: welding of the lot 4k01383 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 13-oct-2024, with a total of (B)(4) units. The sub-assembly: welding of the lot 4k01377 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 09-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 4k01134 was manufactured according to the wi version 37 and manufactured in the line l3, on 12-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 4k01133 was manufactured according to the wi version 37 and manufactured in the machine l3, on 12-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 4k01128 was manufactured according to the wi version 37 and manufactured in the machine l3, on 08-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 4k01129 was manufactured according to the wi version 37 and manufactured in the machine l3, on 10-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was 459 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.